Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of remote transmissions revealed low, out of range high voltage impedance. The physician felt the readings were an indicator of impending lead failure. A lead revision procedure was scheduled. The patient was stable.

Event description:
New information revealed that the patient had been in a bad car accident on the date of the event. The relationship between the accident and the impedance anomaly is unknown. The scheduled revision procedure was unrelated to the impedance issue.